Manufacturer narrative:
The customer resolved the leak by removing and cleaning the bsv and ensuring the knob was finger tight (per labeling found in lh780 special procedures and troubleshooting manual (B)(4) section 2.8- cleaning blood sampling valve). The field service engineer (fse) evaluated the instrument and found the low vacuum regulator was not working. The fse replaced the vacuum regulator and adjusted the regulator to meet operating requirements. He also drained and dried the low vacuum system to assure all lines were dry. Identification of failure modes: the failure mode for the leak was the bsv knob was loose. The failure mode for the low vacuum issues was the low vacuum regulator stopped working. No erroneous results were generated. Upon recur; the failure mode identified for the bsv is likely to cause erroneous results for all parameters due to incomplete aspiration of the sample for analysis. Upon recur, the failure mode for the low vacuum is likely to generate erroneous results due to a counting/sizing or measurement error evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
Customer reported a leak was identified while performing shutdown when using the coulter lh 750 hematology analyzer. The leak was cleaner fluid. The volume was reported as 2 cups and the leak was not contained. The customer stated the bsv (blood sampling valve) was loose. The customer then called back and reported vacuum errors and issues with the low vacuum regulator. The operator was wearing a lab coat and gloves. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.